Manufacturer narrative:
No surgical notes were provided, so it is unk if the proper surgical technique was followed. Follow-up visit notes state the pt had weak quadriceps and mild laxity to valgus stress and in flexion. Follow-up visit notes also state that x-rays exhibit no signs of loosening. Upon review of provided x-rays, no lucencies were observed, and the components appear to be in excellent alignment and fit. In follow-up visit notes dated (B)(6) 2006, there is no mention of pain, and it was stated that the pt declined physical therapy. Without add'l info, the exact cause cannot be conclusively determined at this time. Review of the device history records was not possible as the product and/or lot numbers required for retrieval were unavailable. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the available information, the need for corrective action is not indicated. Should add'l substantive info be received, the complaint will be reopened. Zimmer, inc., considers the investigation closed.

Manufacturer narrative:
(B)(4). Multiple MDR's were submitted for this event. Please see reports: 0001822565-2017-07331; 0001822565-2017-07336; 0001822565-2017-07337. Unknown part/lot, tibial tray; unknown part/lot, bearing; unknown part/lot, femoral component. This follow-up report is being filled to relay a additional information, which was unknown at the time of the initial medwatch. Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Not returned to manufacturer.

Event description:
It was reported following an initial knee arthroplasty, the patient was revised due to pain.

Event description:
It was reported that the pt is experiencing right knee pain.